Event description:
It has been reported to philips that the allura system failed to bootup. The device was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system on site. It was identified that the geometry pc was defective. The geometry pc and a fuse was replaced and the system was returned to use in good working order. Philips has continued to investigate of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system on-site and confirmed that the system failed to bootup. The rse worked with the hospital to reboot the system, however, the same issue occurred. A philips field service engineer (fse) inspected the system on-site and identified that the main power distribution unit (mpdu) fuse f12 had blown which had caused the geo pc to short circuit. In order to resolve the issue, fse replaced the fuse and geo pc. After this replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.